Event description:
It was reported that during a bowel cancer procedure, an elderly patient and fragile tissue. The staple and the stapler did not present any problem. The patient´s tissue torn after it was stapled. The tear did not happen in the staple line. After the procedure, the patient was in the hospital room and she began to feel bad, she had a crisis of hypotension. She was submitted to an exam and this exam showed extravasations of bowel fluid in the abdominal cavity. The doctor re-operated urgently to correct the problem. They closed the fissure; however, she got hospital infection. She was directed to intensive care unit. According to the doctor, the event, which happened with the patient, did not have any relationship with the product, but had relationship with the patient´s tissue condition. The product did not present any problem. One device was discarded.

Event description:
Upon review of the information provided by the customer. The device did not malfunction or contribute adversely to the events described.

Manufacturer narrative:
(B)(4). Additional information: information is unavailable; device was not returned for evaluation. Additional information: upon review of the information provided by the customer, it was concluded that the device did not fail to function as designed and did not contribute adversely to the event. The event does not meet the FDA criteria of a complaint and has been voided.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: the complainant reports this case to j&j employee and we asked to the sales rep took more information with the doctor. The doctor did not want to make this product complaint, he told that the j&j product did not present any problem and this event happened due to patient´s tissue condition.